Event description:
It was reported that during a davinci si colon resection procedure, while using the bowel grasper instrument, the cable broke during the case, nothing fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed broken cables segment sticking out at snake wrist of the instrument, no other signs of damage were noted. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.